Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The shock impedance trends show that the values are chronically high and around 120 ohms, until the values increased to out of range values above 125 ohms. All other lead measurements are within normal range. At this time, the rv lead remains in service. No adverse patient effects were reported.